Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer experienced ongoing intermittent instances of low blood glucose levels. Lowest bg level was 50 mg/dl. Customer administrated glucagon to address bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.